Event description:
During an acl procedure, the screw went in first without problem, but broke when the surgeon tried to back it out in order to remove it and reposition the pcl graft. All of the screw was extracted. The surgeon used a 7mm tap to prepare the site prior to attempting insertion. The patient's bone quality was average. The surgeon completed the surgery with the use of a biorci ha in the tibia.

Manufacturer narrative:
Device was not returned, therefore, the evaluation could not be performed. However, a 7mm tap was used to prepare the site for a 9mm screw. If bone was normal, surgeon should have used a 9mm tap. If it was hard, a 10 mm tap should have been used. It seems that the issue is related to improper use.